Event description:
It was reported that the infusion set that did not stick on her skin on (b)(6) 2026.

Manufacturer narrative:
Initial 1 of 4.Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 8021545